Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited high rv pacing impedance measurements of greater than 2000 ohms and loss of capture. No actions or interventions had been planned or performed. No adverse patient effects were reported. The device remains in service.